Event description:
Home pt (hp) contacted baxter's technical service center and reported a system error 2201 alarm during therapy, using the homechoice (hc) system. Hp stated he briefly lost power in the house and when the back-up generator came on., hp was in dwell 4. After technical service rep (tsr) assisted with resetting the alarm, hp elected to re-start therapy. Hp will call back when he runs out of solution in the morning. There was no pt injury or medical intervention was associated with this incident per the home pt's nurse.

Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.